Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The lot history record (lhr) was reviewed for the reported lot and revealed no associated nonconforming material records. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with heavy tortuosity, mild calcification and 90% stenosis. Pre-dilatation was done with a 2.0 x 12 mm balloon. A 3.0 x 28 mm rx xience v stent delivery system was advanced and the stent deployed; however, an edge dissection occurred. Another xience v stent was implanted to cover the dissection. There was no interaction of devices or other procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.